Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the one-way valve was found to leak. Blood loss of 2-3ml. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
The actual device was not returned for evaluation; however a photograph of the event was provided by the user facility. Inspection of the photograph found that there was blood within the valve and line, but a leak from the device could not be confirmed. A retention sample from a product produced on the same day as the actual sample was obtained for functional testing. Visual inspection was performed on the retention sample, during which no anomalies were noted. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The retention sample was manually run through the five tests to determine if the umbrellas were functioning properly and not allowing air to enter the valve. All tests passed. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.